Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw fractured when the surgeon attempted to insert it during a craniotomy enucleation of tumor. Then, the surgeon attempted to remove the tip of screw from the patient¿s bone, but he/she could not remove it. The surgeon stated that he/she did not apply excessive force to the screw at the time. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screw was visually evaluated and found to be fractured at the point where the threads start, near the head of the screw. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force applied during an insertion attempt, beyond what the implant was designed to encounter. It is possible that the fracture occurred due to over torquing, an off axis insertion attempt, or attempting to insert the screw into a patient with high bone density. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.